Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller was warm to the touch over the days leading up to the patient's clinic visit and then was hot to the touch the night prior when sleeping on mpu power. The mpu was plugged into the same outlet as usual, the patient has not changed the way they sleep, and there has been no changes in any environmental factors. Log files were submitted to tech services for review. Log file review appeared to capture only routine events and no notable alarm conditions or parameter changes. Log file recorded controller temperature also appeared to be within the normal temperature range.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller overheating while connected to the mobile power unit (mpu) was not confirmed. A review of the submitted controller event log file spanned approximately 5 days (07dec2025 ¿ 11dec2025 per time stamp). The controller¿s internal temperature ranged from 35 - 46 degrees celsius while operating the pump, which is within the expected range. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (30nov2025 ¿ 11dec2025 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis and remains in use. The provided information stated that the patient's controller was warm to the touch over the days leading up to the patient's clinic visit, and was hot to the touch the night prior when sleeping on the mpu. The mpu was plugged into the same outlet as usual and there has been no changes in any environmental factors. The heartmate 3 instructions for use explains that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Additional information stated that there were no further issues following the visit. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that no equipment was exchanged from the event and that no further issues with the mpu have occurred since the patient's last visit.